Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the entire fragment was retrieved by the surgeon confirmed via endoscope visualization. There was no additional surgical procedure and no post-operative tests performed. The instrument was inspected prior to use with no damage observed. The nurse stated that there were no instrument collision and no damage to the cannula. Isi did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken teflon pad. A piece measuring approximately 0.105"x0.0102" was found to be broken off. The broken piece was returned. There was another piece measuring 0.067"x0.045" that was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The cause of the customer-reported failure mode could not be determined as the product has not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace teflon pad broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument.